Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) result, above the acute myocardial infarction, for one patient. The erroneous result was reported out of the laboratory, and questioned by physician. Repeat testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in association to this event. Similar events on (B)(6) 2012 at this customer site are documented in MDR# 2122870-2012-00508 and 2122870-2012-00509, respectively.

Manufacturer narrative:
The samples were collected in plasma tubes with gel separator, and centrifuged at either 3500 or 3600 rpm for 10 minutes. The customer stated that the samples were analyzed from the primary tubes through the closed tube aliquoter (cta), and repeat testing is typically performed on an aliquot of the original sample in a sample cup through the cta. The samples were not re-centrifuged prior to re-analysis. Bec customer advocate reviewed both levels of the customer supplied accutni qc data dated from (B)(6) 2012. All accutni qc values for the two levels of qc were within the customer's established ranges. The customer advocate also reviewed the customer supplied accutni calibration curve from (B)(6) 2012. The calibration curve was accepted as passing and had acceptable %cvs. The customer also supplied routine system checks that were performed prior to the event on (B)(6) 2012 and after the event on (B)(6) 2012, both of which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse inspected the hardware and verified the main pipettor alignments, incubator belt alignments, vacuum system performance, mixer speed, ultrasonics and temperatures. The fse did not report any issues from his hardware inspection. The fse then performed a high sensitivity system check, which passed within instrument performance. The fse reviewed sample handling and the laboratory's repeat testing procedure with the customer. The fse also inspected the samples in question and noticed significant turbidity in one and a significant cell button in another one upon re-centrifugation. Although pre-analytical sample handling may have contributed to the event, the exact cause of the event is unknown and could not be determined.